Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient elected to have the device explanted (date not reported) for personal reasons. There were no alleged injuries or deficiency's associated with the device.